Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) alarm displayed during dso testing. The cause of this issue was a nonreactive dso sensor. After investigation the results indicated a reportable malfunction due to the nonreactive dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a damaged battery compartment, and during physical inspection it was found that the downstream occlusion (dso) sensor was nonreactive. After investigation the results indicated a reportable malfunction due to the nonreactive dso sensor. The event happened during testing, and there was no patient involvement.